Event description:
Customer reported, the unit of measure setting of her locked precision xtra meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for evaluation.